Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 7540120, 510k # k052187 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior lumbar surgery at l4-5 to treat canal stenosis. It was reported that the l4 setscrew backed out two weeks post op. The patient underwent a revision surgery to replace the screw. No additional patient complications were reported.